Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of the call was 425 mg/dl. The customer stated that the infusion set was not changed prior to her hospitalization. The customer declined to troubleshoot his insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.